Manufacturer narrative:
Film evaluation summary: the exact cause of the reported proximal type I endoleak could not be determined from the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. CT¿s from 4 weeks post-implant revealed that the endurant bifurcate had been implanted within a severely calcified neck. The bifurcate proximal aortic body measured 26 ¿ 27mm in diameter, but did not appear to be adequately sealed within the calcified neck. Contrast was seen within the aaa from a possible proximal type I and type ii endoleak. Beginning along the antero-right side of the stent graft at the top of the sac, contrast was seen from a possible proximal type I endoleak likely caused by the extensive calcification seen within the neck. Continuous with the contrast, a possible lumbar artery was also seen feeding the posterior aaa. This contained ¿vessel¿ of contrast within the sac continued inferiorly along the right side of the aaa, and then coursed across the anterior of the aaa where it appeared to merge with a possible branch from the internal iliac artery which may have also been feeding into the left-lateral side of the distal aaa. Images during and post-intervention of the aortic cuff, endoanchors, and palmaz stent, which reportedly did not resolve the proximal type I endoleak, were not available for return. It is possible that the calcified neck may have contributed to the unresolved proximal type I endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm in diameter abdominal aortic aneurysm. Aortic neck at the renal arteries is 28 mm in diameter, 21 mm in length, mild to moderate calcification and 20 degree angulation. It was reported that the patient returned for a follow up appointment. The CT revealed a proximal type I endoleak present. The physician implanted aptus endoanchors however the proximal type I endoleak was not resolved. An endurant aortic cuff was implanted however the proximal type I endoleak was not resolved. Another manufacturer¿s uncovered stent was implanted however the proximal type I endoleak still did not resolve. Per the physician the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.